Manufacturer narrative:
The reported event of ¿insufficient heatseal¿ is confirmed. Two 139104ext returned unopened in original packaging. The lot number of the devices ¿ 202006104 was verified. A visual inspection found the packaging of both devices were sealed at an angle. The device was dye leak tested, which indicated an insufficient heat seal on the packaging of one device, dye was seeping through a small channel in the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139104ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.